Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt was implanted with plate and screw on (B)(6) 2012. X-rays were taken on(B)(6) 2012 that showed three (3) screws at the distal end of the plate are broken. The surgeon has no plans for removal at this time. This is 4 of 4 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.